Event description:
An ambulance team was attempting the cardioresuscitation of a female pt using r2 pads. It was reported that intubation and subsequent ventilation of the pt was extremely difficult due to a large tumor in the airway. When the package containing the electrode pads was opened the pads appeared to be yellowed and partially liquefied. There were no other pads on the ambulance. When they began resuscitation, the emergency medical team reported receiving a message of "check electrodes". They reset the defibrillator and tried again to shock the pt. They were not able to do so. In the interim, a second emergency team arrived and was able to shock the pt using another defibrillator and other r2 pads. The pt was not able to be resuscitated and subsequently died. The emergency team did not believe the delay in treatment caused the death, but were unsure if it might have contributed in some way.